Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient had a hip arthroplasty on an unknown date and had a revision procedure due to dislocation. The liner and head were revised and replaced. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, (discarded). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unknown trilogy head p/n unknown l/n unknown; unknown trilogy cup p/n unknown l/n unknown; unknown trilogy liner p/n unknown l/n unknown; unknown trilogy stem p/n unknown l/n unknown. Report source - (B)(6). Multiple MDR reports were filed for this event. Please see associated reports: 0001822565-2017-06030, 0001822565-2017-06031. The information provided on this form was previously submitted under manufacturing report number 0001822565-2017-06032.

Event description:
It was reported that patient had a hip arthroplasty on an unknown date and had a revision procedure due to dislocation. The liner and femoral shell were revised and replaced. Attempts to obtain additional information have been made; however, no more is available.